Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. The clips were scissoring and dropping from the device. Another device was used to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Date sent: 02/25/2009: information was not provided by the initial contact. Exact date unknown. Information is unavailable; device was not returned for evaluation.